Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated: d9, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: error e216 and white residue in the air/water channel and cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure led to the e216 error and the cause was not established for the white residue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a b30 scope communication error during an inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement.